Event description:
It was reported to tyco healthcare in 12/2001 that a phlebotomist had sustained a needlestick. It was stated that the phlebotomist had gone to give a finger stick and use the monoletter and it did not retract, leaving an exposed contaminated needle which resulted in a needlestick. Sample received and decontaminated.